Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had delivered shocks that had successfully converted the patient, but later external defibrillation was required. After the external defibrillation a fault code 36 was noted and the ICD failed to deliver therapy to the patient. The patient was in incesant vt and the ICD aborted therapy numerous times.